Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had the recharger over their implant site and that they felt warm inside at their implant site. Patient stated the site burned "something terrible." Agent asked patient to check if recharger paddle was warm and patient confirmed it was not. Patient mentioned it might be their anxiety. Agent had patient confirm there was no physical burn and recommend they monitor and follow-up with their physician if issue persisted. Patient stated that the implant site felt like a little bump inside their body and it was painful. The issue was not resolved.

Event description:
Additional information was received from the patient (pt). The pt reported the cause of the heating sensation was not determined. No steps have been taken, the sensation only occurred one time when pt was talking to the rep on the phone. Pt reported their issue is the implant stopped working and was unable to turn the implant on/off or adjust settings. A rep made programming changes over the phone, and this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were told by their healthcare provider that the problem was caused by the software when they turned it back on. No steps would be taken as the issue went away on its own. As far as the patient knew the issue was resolved. They had not had any other issues with it heating up.